Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) double curve was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The transseptal puncture (tsp) location was inferior and mid. There were multiple partial and full recaptures performed. One positioning was close but there was concern with the mitral shoulder in 135-degree view and how close the fabric was to tissue and not being covered. It was decided they would use a single curve truseal access system in order to gain a little more depth posteriorly. A second 24mm watchman flx device was attempted with much of the same result. The next step was to downsize to a 20mm device and be slightly distal. In between switching from the second 24mm to the 20mm device, a pericardial effusion was checked, and the space was unchanged. At the time of deploying the 20mm device and going through the release criteria, the echocardiographer mentioned that there was an effusion starting to accumulate leading to small tamponade that cause slight hemodynamic compromise. The device met release criteria and it was released. The patient's vitals remained stable, and protamine was given. The effusion did not change, and the blood pressure was slowly decreasing. A pericardiocentesis was performed to remove the fluid. A total of 350cc was removed and the effusion was watched for 20 minutes, and it remained unchanged. The pericardial drain was left in the patient. On (B)(6) 2022, a total of 1 liter of fluid had been removed and the patient had been given 3 units of blood overnight. The patient was in good spirits and the bleeding was slowing. The cause of the effusion was suspected to have been the superior edge of the sheath nicking the edge of the appendage or anchors from the series of tug tests that were performed. The patient remains in the intensive care unit being monitored.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) double curve was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The transseptal puncture (tsp) location was inferior and mid. There were multiple partial and full recaptures performed. One positioning was close but there was concern with the mitral shoulder in 135-degree view and how close the fabric was to tissue and not being covered. It was decided they would use a single curve truseal access system in order to gain a little more depth posteriorly. A second 24mm watchman flx device was attempted with much of the same result. The next step was to downsize to a 20mm device and be slightly distal. In between switching from the second 24mm to the 20mm device, a pericardial effusion was checked, and the space was unchanged. At the time of deploying the 20mm device and going through the release criteria, the echocardiographer mentioned that there was an effusion starting to accumulate leading to small tamponade that cause slight hemodynamic compromise. The device met release criteria and it was released. The patient's vitals remained stable, and protamine was given. The effusion did not change, and the blood pressure was slowly decreasing. A pericardiocentesis was performed to remove the fluid. A total of 350cc was removed and the effusion was watched for 20 minutes, and it remained unchanged. The pericardial drain was left in the patient. On (B)(6) 2022, a total of 1 liter of fluid had been removed and the patient had been given 3 units of blood overnight. The patient was in good spirits and the bleeding was slowing. The cause of the effusion was suspected to have been the superior edge of the sheath nicking the edge of the appendage or anchors from the series of tug tests that were performed. The patient remains in the intensive care unit being monitored. It was further reported that a pericarditis occurred on the same day of the procedure.